Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Product 1 of 2: MFR reference report: 1627487-2018-12884. It was reported that the patient was not getting adequate relief. X-rays were taken, and confirmed lead migration for both leads. On (B)(6) 2018, both leads were explanted and replaced. Effective stimulation was established post operatively.